Event description:
The patient has a cervical scs system and a thoracic scs system. This issue is related to the cervical scs ipg. It was reported the patient is unable to reach her scs ipg to charge it (date of event is unknown). Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the cervical ipg was relocated from the patient's right shoulder to the right abdomen. The procedure went well and "everything tested perfectly".

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).